Event description:
It was reported that the pump had an inoperable latch lock/latch lock flex. Status of the product at the time of the event was during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device latch lock flex. Additionally, the investigation determined that the downstream occlusion seal was delaminated. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device latch lock flex and downstream occlusion seal were replaced and the device passed all testing.